Event description:
It was reported to boston scientific corporation (bsc) that an injection gold probe device was used during hemostasis of gastric bleeding in the patient's stomach on (B)(6) 2013. According to the complainant, during the procedure the tip of the injection gold probe would not generate any heat. Reportedly, no visible damage or kinks were noted on the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation (bsc) that an injection gold probe device was used during hemostasis of gastric bleeding in the patient's stomach on (B)(6) 2013. According to the complainant, during the procedure the tip of the injection gold probe would not generate any heat. Reportedly, no visible damage or kinks were noted on the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found a section of a gold band missing at the tip the distal tip was dissected and it was noted that the two electrical copper wires were detached from the tip. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed both tests. The gold bands were tested using a multimeter and there was continuity in the unit until the missing gold section, indicating there were no other electrical issues with this device besides the missing gold. The complaint was confirmed since the unit failed the load isolation of electrodes tests due to the missing gold in a section of a gold band. The investigation concluded that the most probable cause for this complaint is operational context, since procedural factors probably limited the performance of the device. The device history record was reviewed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.